Manufacturer narrative:
A customer called in to a siemens customer care center (ccc) specialist. The ccc inquired about the sample and quality control (qc). The customer stated that all qc was in range, they spin using a stat spinner at 7,000 repetitions per minute for five minutes and the sample looked clear of fibrin. The user did not perform a confirmatory test as per the instruction for use (IFU) for (B)(6): "after repeat testing, if at least two of the three results are (B)(6), the sample is considered repeat (B)(6) for the presence of (B)(6). If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur hbsag confirmatory assay the sample is (B)(6)." A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced the sample and ancillary probes. The cse resolved the issue when they performed calibrations for the probes and ran qc. The results were in range. The cause of the discordant, (B)(6) surface antigen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) surface antigen (B)(6) results were obtained on a baby sample on an advia centaur xp instrument. The initial result was (B)(6). The customer repeated in duplicate on the same advia centaur xp instrument, resulting as (B)(6) on one replicate and (B)(6) on another. The customer reported out a (B)(6) result. The baby was treated with gamma globulin based on the (B)(6) result. The customer took the same sample and repeated it on the same advia centaur xp instrument, resulting (B)(6). The customer then ran a confirmatory test, resulting with "invalid". The dr. Stated there was no harm to the baby from giving gamma globulin. The customer issued a corrected report as "(B)(6)". There are no known reports of adverse health consequences due to the (B)(6) surface antigen results.